Event description:
The reporter alleged discrepant results were obtained on the suspect device when compared to a lab. The device result reported was 6.9 inr and the lab result reported was 3.8 inr. The patient's coumadin was held. The device was replaced and requested to be returned for evaluation.